Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was delayed and got completed by moving patient to another examination room. A philips field service engineer (fse) inspected the system and identified that the system would not start due to issue in power supply from ups. The philips engineer disconnected the ups control cable from the system and system worked. The ups repair was performed in another work order. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system did not start. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.